Event description:
Complainant alleged that during biomed testing, the device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a system interconnect cable that was not properly seated. The cable was reseated to correct the reported problem. Analysis of reports of this type has not identified an increase in trend.